Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium non-detachment. The patient was undergoing coil embolization in the treatment of an unruptured, saccular aneurysm in the right internal carotid artery (ica). The aneurysm max. Diameter was 8mm and neck diameter was 4mm. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the coil was placed. Three attempts were made to detach the coil with an instant detacher (ID) without success. A new ID was attempted; two detachment attempts were made using the ID, which were also unsuccessful. Manual detachment was then attempted one time, also unsuccessfully. The coil was attempted to be withdrawn using the pushwire. It was reported that the coil detached in the microcatheter. There were no reports of patient injury in association with this event.

Manufacturer narrative:
H3: the axium prime pushwire (model: apb-2-4-3d-es, lot: a771114) was returned for analysis within a shipping box; within a resealable biohazard pouch; within a plastic pouch; without a dispenser coil and without an introducer sheath along with the instant detacher involved with product event. There was no implant coil, microcatheter, or accessories returned with the device. The axium prime pushwire was found broken distal to the break indicator with the actuator interface, positive load indicator, break indicator, and coupler tube missing and not returned for analysis. This is indicative that a manual detachment was performed at this location. The release wire was found extending out about ~8.6cm from the proximal end of the remaining distal section of the pushwire. The axium prime pushwire was found bent at ~56.9cm, ~91.3 cm, and ~146.8cm from the proximal end. The coin was found present and pulled back from the lumen stop; with the shield coil present and intact. Under a microscope, the jacket was removed to gain access to the coin. The coin was found to be visually acceptable and was measured in 3 locations and was found to be within specifications. Measured 0.087mm @ 0.063mm; measured 0.089mm @ 0.127mm; measured 0.090mm @ 0.275mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00282¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00450¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed, the customer report of ¿premature detach from non-detach¿ could not be confirmed and the cause could not be determined. The pushwire was returned with the implant coil already detached which is indicative of premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. Based on the returned device, there was evidence of a manual detachment attempt as there was a break on the pushwire distal to the break indicator. There are no malfunctions of the pushwire and no non-conformance to specification were identified that could have led to the premature detachment from non-detachment. The pushwire was found bent in several locations, indicative of either high tortuosity or damage during return shipping for analysis. Since the implant coil was n ot returned; any contribution of the implant coil to the premature detachment from non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.